Manufacturer narrative:
The battery is not available for analysis.this report is filed (B)(4), 2013. Battery is not available for analysis.

Event description:
Per the clinic, the battery of the sound processor was found to have become hot. The equipment was removed from service and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).